Manufacturer narrative:
Findings: unit received with blank display due to corroded electronic assembly. Traces of corrosion found at the motor assembly. No unexpected vibration noted. Unit received with cracked case at display window corners, reservoir tube lip and battery tube threads. Unit received with minor scratched lcd window. (B)(4).

Event description:
The customer's father reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose was 137 mg/dl the customer stated that there is no sign of physical damage on the device. The customer reported that the device was not dropped or bumped. The customer stated that the pump was exposed to moisture. Customer went into pond with pump on. The customer's father reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was 137 mg/dl. The customer stated that he went into the pond/creek with his pump on and was exposed. The customer stated that the device is vibrating without an alarm or alert. Customer stated that the pump display went blank immediately after exposure to moisture. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.